Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8 yrs postop the initial ltka, this (B)(6) female patient experienced pain and poly wear. The patient experience massive swelling and needs a new poly. Patient has a history of left knee osteoarthritis. Patient left the or with no issues. The device is not available for evaluation due to hss keeps all retrievals.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or a combination of these possibilities, which led to polyethylene wear and pain. However, this cannot be confirmed as the device was not returned for evaluation and images/pre-revision radiographs were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d10, g3, g4, g6, h2 and h4 have been updated accordingly. Section d10: concomitant medical products three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). Trapezoid tibial tray sz 3f/3t (cat# 204-04-33 / serial# (B)(6)). Cc femoral sz 3 (cat# 208-01-03 / serial# (B)(6)). Cc stem ext adaptor 5 degree (cat# 208-09-05 / serial# (B)(6)). Fluted stem extension 11l x 12 mm (cat# 204-32-01 / serial# (B)(6)). Tem extension w/slot 120l x16 mm (cat# 204-36-12 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.